Manufacturer narrative:
Unit received with cracked case at display window corners and display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump has a crack around the display. Advised to discontinue use of the insulin pump. No additional information was provided.